Event description:
It was reported that treatment was being attempted on a right sfa lesion (off label use). Bilateral stents had been previously placed in the right and left common iliac artery. A 7f guiding cathter was advanced through the left groin, and an agiltrac was used to predilate the lesion. The omnilink would not cross the right iliac and it was pulled back; however, the stent separated from the balloon at the right bifurcation. A snare device was used to try and retrieve the separated stent, but it caught on the stent in the left common iliac. At the time of the report the stent had not been retreived and vascular surgery was being planned for the patient.